Manufacturer narrative:
One cadd-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was alarms "cassette not attached properly" after running and removing cassette. The device was found to be in good physical condition. The customer's reported problem was verified. The device was tested on a fluid filled cassette. When the cassette was removed and the latch handle was closed, the device displayed, "cassette not attached properly". The latch lock optical flex and downstream sensor will be replaced. What caused the reported problem was the latch lock flex and downstream sensor.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show the error cassette not attached properly alarm message. Service replaced the latch lock optic flex sensor. The problem source is the optic flex sensor.

Event description:
Information was received that the cadd solis vip pump alarms cassette not attached properly after unit was running. No reported adverse effects.